Manufacturer narrative:
The duodenovideoscope was returned to olympus for evaluation; however, the scope evaluation is still in progress. The scope was sent to an independent laboratory for microbial testing on (B)(6) 2016. The cause of the reported positive culture could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess and observe the facilities reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that the duodenovideoscope tested positive for bacilli and staph coagulase negative after reprocessing. The duodenovideoscope was reported to have been reprocessed in a steris system 1e automated endoscope reprocessor (aer) machine. A crack on the scope was also reported. There was no report of patient involvement.

Manufacturer narrative:
The duodenovideoscope was sent to an independent laboratory for microbial testing. The scope tested positive for bacillus thuringiensis; however, the scope did not test positive for staph coagulase. The scope was ethylene oxide (eto) sterilized and returned to olympus for evaluation. A boroscope was used to inspect the interior walls of the channels of the scope. There were no signs of foreign material found inside the biopsy channel. In addition, no signs of foreign material were found on the insertion tube, bending section, bending section cover glue, and elevator forceps raiser. The scope passed leak testing. The scope was serviced and returned to the user facility. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe and assess the user facilities reprocessing practice and provide reprocessing training if necessary. The user facility denied the ess visit. Based on the investigation findings, the root cause of the reported positive culture could not be determined as there were no signs of foreign material found with the scope and olympus was unable to verify the user facilities reprocessing practice as the ess visit was denied.